Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16129, 2938836-2019-16131. It was reported that infection was observed. The physician did not allege the infection was due to the device. The device system was explanted. The patient was stable with no complication.

Manufacturer narrative:
Analysis was normal. No anomalies were found.